Event description:
It was reported that the ilet bionic pancreas had a cracked screen; the device would wake but no other functions were usable, and a replacement was shipped with instructions for return of the original device. Symptoms included no adverse clinical effects, and the user reported blood glucose was not affected while using backup therapy and continuing cgm separately. Outcomes included no medical intervention and no hospitalization. Investigation included collection of device history, attempts to retrieve the device for evaluation, and review of available user feedback and images. Investigation of this case revealed damage to the display assembly consistent with physical impact, aligning with previously observed screen breakage; no systemic alarms or software malfunctions were reported. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.